Event description:
It was reported that there is leaking at the reservoir. No patient involvement.

Manufacturer narrative:
D4 UDI is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Cracked enclosure and tank cover. Wear and tear damaged block assembly and line cord. The technician started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. Performed functional tests. The reported issue was confirmed. The root cause of the reported issue was found to be a cracked enclosure from wear and tear use of the drain tube caused by customer's use. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Additional information received via email 22 feb 2022. Event date updated. No patient involvement.